Event description:
Event description guidant received information that this newly implanted implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited elevated and out of range shocking impedance.